Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated discrepant troponin I (accutni) results on three patients. Customer reported that the discrepant results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that access accutni reagent, lot 122056, and access accutni calibrators (s0-s5), lot 121451, were used in conjunction with the dxc 600i analyzer. Bec field service engineer (fse) performed troubleshooting to determine whether there were hardware issues that needed to be addressed. The fse performed several repairs to the instrument including replacing the aspirate probes, replacing the peri-pump tubing, re-tensioning the incubator belt and rebuilding the wash pump. The fse verified instrument hardware operation was acceptable after all repairs were completed.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2122870-2012-01637.